Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a dialyzer blood leak occurred three hours into a patient¿s hemodialysis (hd) treatment. The machine, a 5008 series hd machine, alarmed appropriately with a blood leak alarm. The blood leak was confirmed to be visually observed. The dialysate fluid in the outlet line showed evidence of a change in color. The patient¿s blood was [partially] returned, and their treatment was temporarily suspended. The incident resulted in approximately 50 ml of blood loss. The patient was able to complete their treatment after being re-setup with new supplies. The patient was reportedly asymptomatic and was discharged in stable condition. The sample was not available to be returned for evaluation. Multiple attempts were made to obtain additional information, and thus far no further details have been provided.

Manufacturer narrative:
Plant investigation: the sample was not returned for evaluation and no meaningful photos were provided. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. Due to 100% testing, it is highly unlikely to detect a failure in a retention sample. Furthermore, only a small number of reserve samples are available. Therefore, a retention sample analysis was not performed. Although the dialyzers are 100% tested for leaks (bubble-point and air testing during sterilization), leaks due to adverse environmental conditions or mechanical stress during treatment can occur in very few cases. An investigation of the device history records (DHR) was conducted by the manufacturer. This review confirmed the devices were inspected according to protocols and they were found to be conforming to specifications. There was no indication of a relationship with the reported failure mode. Based on the available information, the reported event was confirmed.

Event description:
It was reported that a dialyzer blood leak occurred three hours into a patient¿s hemodialysis (hd) treatment. The machine, a 5008 series hd machine, alarmed appropriately with a blood leak alarm. The blood leak was confirmed to be visually observed. The dialysate fluid in the outlet line showed evidence of a change in color. The patient¿s blood was [partially] returned, and their treatment was temporarily suspended. The incident resulted in approximately 50 ml of blood loss. The patient was able to complete their treatment after being re-setup with new supplies. The patient was reportedly asymptomatic and was discharged in stable condition. The sample was not available to be returned for evaluation. Multiple attempts were made to obtain additional information, and thus far no further details have been provided.